Event description:
The dealer stated the actuator broke at the point where it attaches to the boom. The end-user had not yet left the surface they were on when the break occurred.

Manufacturer narrative:
The lift actuator was returned to invacare. Through visual inspection of the returned lift actuator, it was determined that the clevis which mounts the lift actuator to the boom assembly fractured. There were several indicators present which suggest that the lift was being used incorrectly at the time of the fracture. There was a semicircular indentation at the base of the clevis as well as discoloration present on the inner area of the intact section. This indicates that the bolt used to mount the actuator and boom was placed at the base of the clevis rather than through the eye-hole as instructed in the reliant 450 user manual. In addition, inspection of the fractured area of the clevis showed that there was an indentation present at the base of the eye-hole indicating that the actuator was assembled correctly at some point during its life.

Manufacturer narrative:
This incident is being reported in an abundance of caution. The alleged issue of the actuator being broken where it attaches to the boom was confirmed based on pictures provided. The underlying cause of the damage could not be determined. However, after analysis of the pictures with engineering and technical services the damage appears to be consistent with the actuator being installed incorrectly. The actuator is being returned and will be evaluated when it becomes available. If further information is received the record will be updated.

Event description:
The dealer stated the actuator broke at the point where it attaches to the boom. The end-user had not yet left the surface they were on when the break occurred.